Manufacturer narrative:
Additional information was received that fall was not device related. No device malfunction was suspected. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a fall. It was also noted that there was bleeding at the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site following a fall. It was also noted that there was bleeding at the ipg site. The patient underwent an explant procedure.